Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a large open cyst lanced on the patient's back. There was no alleged device malfunction contributing to the irritation. It was reported the patient was in the hospital and a large dressing was applied to the area. The medical outcome is unknown. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a large open cyst lanced on the patient's back. There was no alleged device malfunction contributing to the irritation. It was reported the patient was in the hospital and a large dressing was applied to the area. The medical outcome is unknown.